Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date :(B)(6) 2025. Sampling type: routine. Cfu :1. Bacterial identification: paenibacillus illinoisensis. Sampling date :(B)(6) 2025. Sampling type: air/water channel. Cfu:<1. Bacterial identification: na. Sampling date :(B)(6) 2025. Sampling type: auxilliary channel. Cfu:<1. Bacterial identification na. Sampling date: (B)(6) 2025. Sampling type: instrument channel. Cfu:10. Bacterial identification: bacillus licheniformis/cellulosimicroblum sp. Sampling date: (B)(6) 2025. Sampling type: suction channel. Cfu:>80. Bacterial identification: cellulosimicrobium funkei. Sampling date: (B)(6) 2025. Sampling type: air /water channel. Cfu:1. Bacterial identification: kocuria palustris. Sampling date: (B)(6) 2025. Sampling type: auxiliary channel. Cfu:1. Bacterial identification: staphylococcus caprae. Sampling date: (B)(6) 2025. Sampling type: instrumental channel. Cfu:58. Bacterial identification: cellulosimicrobium funkei/staphylococcus caprae. Sampling date: (B)(6) 2025. Sampling type: suction channel. Cfu:>80. Bacterial identification: cellulosimicrobium funkei. Sampling date: (B)(6) 2025. Sampling type: distal end, air/water channel, auxiliary channel, operator channel, suction channel. Cfu:<1. Bacterial identification: na. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. In addition, the following reportable malfunctions were identified during the device evaluation: ch-tube has foreign objects. J-tube has foreign objects. Based on the results of the foreign material, it was confirmed that foreign material was in the channel tube and jet tube, but the type of material and root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.